Manufacturer narrative:
The device was returned for analysis. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional graftmaster device referenced in b5 are filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous left anterior descending artery. The 2.8x16mm and 3.5x16mm graftmaster covered stent delivery system failed to cross due to anatomy. Balloon angioplasty was performed for treatment and noted to successfully seal the perforation. There was no adverse patient sequela and no clinically significant delay was reported. No additional information was provided.